Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with a partially broken retainer ring. The sc1 cap locks properly into the reservoir compartment. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspection: corroded battery tube, scratched case, overlay scratched, stained keypad overlay, partially broken retainer, cracked belt clip rails and pillowing keypad overlay. Cosmetic damage was confirmed at the back of pump. Partially broken retainer ring damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was performed and the crack was confirmed on the back of pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1882 was returned for analysis.